Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed

Event description:
The patient was admitted for suspected pump thrombosis. Labs noted elevated ldh. No further information was reported.

Event description:
It was reported the patient underwent pump exchange on (B)(6) 2020. No additional information was provided.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: analysis of the submitted log files confirmed slight elevations in power; however, a specific cause for this finding could not be conclusively determined through this evaluation. A direct correlation between the reported events (elevated ldh, suspected thrombus), log file findings, and heartmate ii lvas, serial number (B)(6) could not be conclusively established through this evaluation. The submitted log files contain data from (B)(6) 2020 at 10:49am through (B)(6) 2020 at 07:49am and from (B)(6) 2020 at 05:19am through (B)(6) 2020 at 08:18am. Slight elevations in power over 7.5 w were captured briefly on (B)(6) 2020, ranging from 7.6-8.6 w. Estimated flow ranged from 9.8-11.2 lpm during these events. These events appeared to be associated with pi events. Excluding these events, power ranged from 4.4-7.1 w and estimated flow ranged from 3.3-8.4 lpm. The pump speed remained above the low speed limit for the duration of the files. The center reported that the patient was admitted for suspected pump thrombosis with markedly elevated ldh. It was later reported that there were no changes to the patient condition or anticoagulation status that may have contributed. There were no findings related to diagnostic tests/results. The patient was asymptomatic, being treated with IV bivalirudin. It was later reported that the patient¿s ldh improved to near baseline with continued bivalirudin. The patient ultimately underwent a pump exchange on (B)(6) 2020. Multiple requests for additional information were sent to the center; however, no further details were provided. To date, heartmate ii lvas, serial number (B)(6) has not been returned for evaluation. The heartmate ii lvas IFU is currently available. Section 1 of this IFU lists hemolysis and thrombosis as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. Section 6 outlines the recommended anticoagulation therapy and inr range. This section outlines indications of pump thrombosis as well as how to respond to such events. Section 1 of this IFU provides an explanation of each of the pump parameters. In reference to power, this section explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. Section 4 explains that pi events may be initiated for reasons other than true suction events. Some reasons include sudden changes in a patient¿s volume status, arrhythmias, sudden changes in power and sudden changes in pump speed. These types of pi events are more likely to be triggered in cases of low pulsatility. Section 6 "patient care and management" explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. No further information was provided. The manufacturer is closing the file on this event.